Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacing polarity switched from unipolar to bipolar while the pacing lead was unipolar. It was further reported that the polarity switch caused the patient to feel bad. The device was reprogrammed back to unipolar and remains in use. No patient complications have been reported as a result of this event.